Manufacturer narrative:
(B)(4). The serial number for the tubing set could not be verified so no manufacturing date can be determined. The defective cooling coil was not returned to the manufacturer. No root cause for the coiling coil not being able to properly cool the cardioplegia could be determined. The hole was the result of the user uncoiling the cooling coil. Reference: (B)(4).

Event description:
On (B)(6) 2012, (B)(6) hospital, (B)(6), reported that on (B)(6) 2012 for the blood cardioplegia tubing set (article number: (B)(4), serial number: unverified) the cooling coil was unable to make the cardioplegia cold enough, and the customer unravelled the entire coil in an attempt to increase the surface area. In doing this a small hole was made in the tubing when the coil was separated. This was observed prior to going onto bypass and the tubing set was changed out. Reference: (B)(4).